Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Product event summary post market vigilance (pmv) led an investigation of two endo gia ultra universal xl stapler, one of lot number p6g0359x and one of lot number p6g0576x, in addition to one endo gia reinforced reload 60mm articulating medium/thick loading unit. The loading unit was not made available for our investigation, and because no lot number was provided, a review of the device history record could not be performed. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Initial visual inspection of the instruments noted no abnormalities. Functionally, the instruments were loaded with an endo gia universal roticulator 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument bodies for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The root cause of the observed damage was noted to have possibly occurred during normal use of the product, which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the customer states an issue with products during a sleeve gastrectomy laparoscopic procedure while stomach resection, two devices did not fire - it made cracking sound. The surgeon was not able to squeeze the handle. The surgeon used another egiauxl device in order to complete the case. There was medtronic reinforced device used in conjunction with the stapling device. The patient is alive and no injury.